Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon has difficulty attaching the pinnacle cup to the curved introducer and then noticed that the end piece that threads into the cup was not sitting flush with the end of the introducer, and the rod that inserts through the handle into the end piece would not connect properly. When I was able to examine the instrument in cssd after it had been cleaned and decontaminated, it appeared that the internal spring at the tip of the handle where the end piece connects may be damaged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Please verify what you mean by the internal spring at the tip of the handle where the end piece connects may be damaged. Was it broken into two or more pieces, bent, cracked, worn, stripped, or cross-threaded? -it¿s difficult to describe clearly but it looks like the spring is sort of stretched or deformed. It doesn¿t look like a neatly coiled spring.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1, h3, h6 (medical device problem codes).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary, visual analysis of the returned sample along with analysis of the provided photographic evidence did not exhibit a device's failure or malfunction. Assembly mechanism worked as intended. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot, the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.